Event description:
It was reported that a single day infusor leaked from the administration tubing. This occurred before use. The device was filled with fluorouracil. The customer stated that the blue end cap was not fully tightened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the leak was from the blue end cap at the end of the tubing and not from the tubing. Lot was manufactured from may 16, 2014 to may 21, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.